Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was doing pushups. Technical services (ts) reviewed available device data, noting the cause of the inappropriate shock appears to be related to myopotential noise in primary vector. The noise was reproduced during follow-up in all three vectors. It was noted the noise stopped post shock. X-ray imaging was reviewed by ts, and it was noted the system appears to be at an appropriate height. Programming and troubleshooting recommendations were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. In addition to the inappropriate shock, smart pass was disabled due to low signal amplitude in combination of long intervals. Per ts, the signal according to available data is high enough for smart pass to be reactivated. The s-ICD remains in service, with smart pass on and programmed to alternate vector 2x gain configuration.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was doing pushups. Technical services (ts) reviewed available device data, noting the cause of the inappropriate shock appears to be related to myopotential noise in primary vector. The noise was reproduced during follow-up in all three vectors. It was noted the noise stopped post shock. X-ray imaging was reviewed by ts, and it was noted the system appears to be at an appropriate height. Programming and troubleshooting recommendations were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. In addition to the inappropriate shock, smart pass was disabled due to low signal amplitude in combination of long intervals. Per ts, the signal according to available data is high enough for smart pass to be reactivated. The s-ICD remains in service, with smart pass on and programmed to alternate vector 2x gain configuration. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.